Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. It was reported while a patient was wearing a pod their blood glucose level rose to over 400 mg/dl. The patient experienced symptoms of hyperglycemia and vomiting. The patient was treated by the emergency medical technicians (emt). The emt's had left after 1.5 hours and the patient did not go to the hospital.